Manufacturer narrative:
Patient ID/initials and weight are unknown. Patient date of birth unknown; year of birth reported as (B)(6) this report is for an unknown 2.4 recon plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 2.4 recon plate broke two years post-operatively. The patient has very little bone left and the 2.4 system recon plate was without bone graft; there is no bone behind the plate where the breakage is. The surgeon doesn't want to change the plate because he believes it will probably destroy the bone left. The issue occurred in (B)(6) 2008. The patient status is reported as okay. This report is for an unknown 2.4 recon plate. This is report 1 of 1 for (B)(4).